Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room (ER) after a syncopal event. Upon check of this pacemaker system, high pacing thresholds were found on this right ventricular (rv) lead, but impedance measurements were normal. A temporary lead was placed at that time. A lead fracture was suspected from a fall, but upon removal there was no evidence of such. Three days later, the physician elected to explant and replace the entire pacemaker system. A new pacemaker and leads were successfully placed. No additional adverse patient effects were reported. It was noted that this lead will be returned for further analysis.

Event description:
It was reported that this patient presented to the emergency room (ER) after a syncopal event. Upon check of this pacemaker system, high pacing thresholds were found on this right ventricular (rv) lead, but impedance measurements were normal. A temporary lead was placed at that time. A lead fracture was suspected from a fall, but upon removal there was no evidence of such. Three days later, the physician elected to explant and replace the entire pacemaker system. A new pacemaker and leads were successfully placed. No additional adverse patient effects were reported. It was noted that this lead will be returned for further analysis.